Manufacturer narrative:
Device not returned by customer. The impella cp optical pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old white male patient had impella cp optical pump inserted. The patient¿s groin was oozing and as a result four (4) units of blood was administered and a femstop was placed to achieve hemostasis.

Manufacturer narrative:
Correction to b5.: the complainant reported a 52 year old white male patient had impella cp optical pump inserted. The physician suspected a thrombus on the pump inlet during echocardiogram (echo) and wanted to exchange the pump for a new one. The patient was reported to have had pink urine during support and four (4) units of blood were given. Correction to h6 as on initial report patient code was not filled out. The pump was returned for evaluation and biomaterial was confirmed to be wrapped around the impeller. Only urine was used to determine hemolysis, no plasma free hemoglobin was taken. The root cause of hemolysis was likely biomaterial.